Manufacturer narrative:
The customer released the device, which was no longer under warranty, to physio-control for evaluation. Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl10, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on.

Manufacturer narrative:
The customer released the device, which was no longer under warranty, to physio-control for evaluation. Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl10, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer released the device, which was no longer under warranty, to physio-control for evaluation. Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl10, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. Physio also observed the presence of non-shorting tin whiskers; however, they did not contribute to the reported issue.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and was not functional. There was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.